Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the lead was not confirmed. This lead was analyzed, passed all the baseline tests and exhibited normal lead functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Additional information indicated that the patient also had wound dehiscence. There were no additional adverse patient effects reported. This lv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. Additional information indicated that the patient also had wound dehiscence. There were no additional adverse patient effects reported. This lv lead was explanted.